Manufacturer narrative:
Device evaluation; lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens in liquid. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7, -10.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem. Reporter stated that the cause of this event was patient related factor.